Event description:
Related manufacturer report number: 2017865-2023-11421. It was reported that post-paced t-wave oversensing was observed on the device and low sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead appeared to be slightly dislodged. The device was reprogrammed to resolve the event and the patient was in stable condition.